Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricle lead exhibited over-sensed noise. Programming changes were made. Patient was stable.